Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 588 mg/dl and diabetic ketoacidosis. The customer's current blood glucose is 389 mg/dl. The customer did experienced the symptoms such as difficulty in breathing, vomiting and he treated with shots. Customer also stated that the cannula was also bent. Customer also had blood glucose level of 87 mg/dl. The customer was treated by injections. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.